Event description:
Event description cpi received information that the monitoring voltage for this implantable cardioverter defibrillator (ICD) was lower than expected subsequent to a capacitor reformation. Upon interrogation, the ICD exhibited a fault code av08 and the case was completed with another device.